Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:code key connector issue. Note test strip-UDI#:(B)(4). Manufacturer contacted customer with follow up phone calls to know whether the symptoms persist, several attempted made; unable to talk to customer. Letter sent.

Event description:
Consumer reported complaint for the meter is displaying "---" , dashes display. The customer's expected fasting blood glucose test result range is 80 to 125mg/dl. The customer reported symptoms of feeling dizzy, lethargic and headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 12/17/2018 and open vial date is 10/14/2016. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory undisclosed, undisclosed, undisclosed, undisclosed, undisclosed.